Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the powered stapler was able to fire one reload correctly with no issues. Then when using the second purple reload it would only fire halfway, then stopped with the red error message with an exclamation point. The surgeon was able to retract the knife blade and opened it open thinking it could have been too thick of tissue a black load was opened and tried that but the same thing occurred. A manual handle was opened and the surgeon was able to fire a black load on the manual handle to solve the issue. There was no patient injury.